Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and ten months later, axial images using computed tomography (CT) abdomen without oral or intravenous contrast showed that an infrarenal bard inferior vena cava filter type was present. Scout review revealed that there appeared to be a solitary left inferior vena cava, filter was not tilted, apex located centrally and overlay the left pedicle of the l4 vertebral body level. There was some leg penetration through the caval wall with 1 leg in the left as well as left psoas muscle. Some legs extended into the left common iliac vein. No retroperitoneal hematoma was seen. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism with anticoagulant blood disorder. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore, it was alleged that the filter detached and the filter strut is retained in the groin area. The patient allegedly experienced constant pain in the area where the device is located. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pe with anticoagulant blood disorder. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter detached and the filter strut is retained in the groin area. The patient allegedly experienced constant pain in the area where the device is located. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.